Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no noticeable damage was observed. The fragment fell inside the patient during a clip application, and the surgeon believes a faulty wire caused the breakage. The length of prior use is unknown, but the surgeon noted functional issues during the procedure. There were no instrument collisions, and the fragment did not fall during a collision. The instrument was not removed before the breakage, and upon final removal, the wrist was not straightened, and the staff felt resistance through the cannula, though no damage was noticed to the cannula or instrument afterwards. No additional surgical procedure or post-operative tests were required. The procedure was completed robotically, with no injury to the patient reported, and it's unknown if the patient experienced any post-surgical complications or returned to the hospital. No images or device returns are available for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok- clip applier instrument has not been received for failure analysis evaluation.

Event description:
On 01/08/2026, intuitive surgical, inc. (Isi) received FDA medwatch report with uf/importer report #(B)(4) stating: "davinci xi large clip applier broken from pan [redacted] davinci xi bariatric pan 4. Multiple clips fell off when trying to apply during surgery. The jaws were not able to move freely. When the instrument was removed from the field it was found that the wires that help the tips move seemed to be out of place." The following information is unknown: if the customer was able to retrieve the clips that fell inside the patient, if the patient experienced any injuries/complications due to the device issue, the procedure outcome, and the patient's current status. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.